Event description:
The patient had pulled out her ng tube. The ng tube was replaced that evening by the nurse with positive placement. The tube feed was restarted. The next day the patient became agitated and an x-ray confirmed misplacement of the ng tube. Approximately 460 cc's of enteral feeding was infused into the right lung.